Manufacturer narrative:
The peritonitis was diagnosed on an unreported date in (B)(6) 2016. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient reported the cause of the peritonitis was "from the sea" as they "went to the seaside to swim"; however, this cause was not medically confirmed, therefore the cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics (doses, frequencies, duration and route not reported) for peritonitis. At the time of this report the patient remained hospitalized and the patient outcome was reported as "getting improved". The same day as receipt of this report, dianeal and extraneal therapies were discontinued. No additional information is available.

Manufacturer narrative:
Upon follow up, it was clarified the cause of peritonitis was not due to a breach in aseptic technique. The patient stated they believed there was an exit site infection of the non-baxter pd catheter when they went swimming at the beach which led to the peritonitis event. The patient has since been discharged from the hospital after recovery. As the patient reported the peritonitis was caused by a non-baxter pd catheter, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.